Event description:
It was reported that the procedure was to treat a narrow, mildly calcified, 95% stenosis, in the mid right coronary artery (rca). The 2.0x20 mm rx voyager balloon catheter was advanced for pre-dilatation; however, the balloon would not expand during first inflation at 10 atmospheres and was considered ruptured. A non-abbott balloon was used for pre-dilatation and the target lesion was successfully stented. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.